Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power up) was isolated to an electrical 12v short near j1 on the ca board. This short caused the f600 fuse to blow. Ca board was scrapped. The root cause for the blown fuse was an electrical short. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.